Event description:
Customer's mother reported that insulin pump alarmed motor error. The blood glucose reading is 501 mg/dl. The insulin pump alarmed no delivery during the basal delivery and then alarmed motor error. The insulin pump was not dropped. Customer is unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.